Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call indicating air bubbles in reservoir which may have been contributing to high blood glucose. Customer's blood glucose was unknown. Customer declined high pressure test and clearing air bubbles as customer had already purged by taping on reservoir. Customer was educated on the cause of air bubbles and different cannulas.